Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2025).

Event description:
It was reported that during preparation of an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of trocar needle was allegedly longer than the catheter too much. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6fr navarre drainage catheter was received for evaluation. One electronic photo was provided for review. No visual anomalies were noted. Visual, functional and dimensional testing were performed. The inner stylet and cannula were carefully removed. Small resistance was felt. Both were noted to be bent in the center portion. An attempt to load the removed cannula into the catheter was performed. A small amount of resistance was felt, and the cannula successfully locked into place. An attempt to load the inner stylet into the cannula was performed. Resistance was felt. The inner stylet did not lock into place and the distal tip was not expose at the distal end. Upon dimensional observation, the length of the cannula is noted to be out of specification. Manufacturing site evaluation indicated all dimensions are in spec with the exception of the overall catheter and cannula length; however, it is likely the catheter was stretched out of spec due to the bundling of the locking thread in the lumen and the cap of the cannula was broken, which prevented an accurate measurement from being taken. Therefore, the investigation is inconclusive for the reported defective component issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of trocar needle was allegedly longer than the catheter too much. The procedure was completed using another device. There was no patient contact.